Event description:
As reported: "primary surgery was performed on (B)(6) 2023. Revision surgery for remove the implants due to bone union completed on (B)(6) 2024. During procedure, screw and extractor was fractured and remained in the patient body. The surgeon decide to remain these pieces in the patient, procedure was completed."

Manufacturer narrative:
Please note corrections to section d4 lot# and d9, the device was not returned. The reported event could not be confirmed, since the device was not returned and no additional information was available. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "primary surgery was performed on (B)(6) 2023. Revision surgery for remove the implants due to bone union completed on (B)(6) 2024. During procedure, screw and extractor was fractured and remained in the patient body. The surgeon decide to remain these pieces in the patient, procedure was completed."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.